Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This is 1 of 6 hospital events reported by the patient in the last 6 months.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced an issue with the sensors not adhering to her body. The patient reportedly had 6 sensors come unadhered and was hospitalized 6 times in the last 6 months. The patient was not in an active sensor session when she developed symptoms. It is not specified how long she was out of session at the onset of symptoms. She reported nausea and vomiting. The bg was checked by fingerstick showing 350 mg/dl. The patient¿s daughter took her to the hospital, the nurse treated the patient with IV drip with insulin to reduce sugar reading. The patient was hospitalized for 3 days and treated with dextrose for observation. At the time of the report, the patient had just been discharged and was anxious but recovered. There was no documentation of further medical intervention for hyperglycemia. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.